Manufacturer narrative:
Exemption number: (B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by the manufacturer of the pump. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. On visual inspection, the pump shows padding between the membrane layers. Further evaluation of the disassembled pump revealed a hole in the driving or air side membrane, behind the stabilization at the rolling radius. Additionally, diminished graphite coating between the membranes around the defect was observed. The diminished graphite coating may have led to the abrasion of the membranes over time. This led to formation of abrasion particles in the membrane interstices. These particles between the membrane layers caused increased friction at points which finally led to the defect in the driving membrane. When the defect occurred air was able to move between the driving and middle membranes and form an air cushion which prevented the blood pump from completely emptying.

Event description:
Manufacturer was informed by the distributor that the clinic contacted him because they suspected a defect in pump used in the lvad position of a patient supported in bivad configuration. The distributor reported that he was in the clinic himself and observed that the blood-side layer of the triple layer membrane of the excor blood pump seems to touch the inner surface of the pump housing. It was decided to exchange the excor blood pump in question. The patient is doing fine and was not affected by the exchange of the excor blood pump.

Manufacturer narrative:
Exemption number: (B)(4). (B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2015 (77 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was suspected. However, evaluation of the blood pump s/n (B)(4) is still ongoing.